Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with an octaray mapping catheter and the patient experienced cardiac tamponade that required drain placement. During mapping with the octaray mapping catheter, the patient¿s blood pressure dropped and it was discovered that the patient had a tamponade. A drain was put in and the patient recovered and the bleeding stopped. At this time, they are unsure what caused the tamponade. Additional information was received. The patient fully recovered; however, required extended hospitalization as he was kept for monitoring. He was however, an inpatient who had been in the hospital for a week already. An ablation catheter was not used in this procedure, the event occurred when they just started to map. No ablation occurred prior to noting the pericardial effusion. The physician's opinion on the cause of the adverse event was patient condition. Past medical history includes wpw (wolff parkinson white) and was extremely symptomatic with difficulty standing. He also had a pfo device. One transseptal puncture was performed, the physician went through the pfo device as opposed to using the needle.